Event description:
It was reported that the patient presented for a scheduled procedure. Five (5) days after the procedure, the patient experienced chest pressure and head pressure when bending over to tie their shoes. An x-ray was performed, and it was discovered that the leadless pacemaker (lp) changed orientation. The atrial lp was hanging vertically but was fixated in the same location it was placed. Implant to implant (i2i) communication was also noted to be poor. Further information was requested however was not provided.

Event description:
It was reported that the patient presented for a scheduled procedure. 5 days after the procedure, the patient was experiencing chest pressure and head pressure when bending over to tie their shoes. An x-ray was performed, and it was discovered that the leadless pacemaker was in the atrium hanging vertically in the same location it was placed. Further information was requested however was not provided.